Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the base unit. (B)(4).

Event description:
Reporter alleged that the base unit had signs of damage including melting of the plastic housing around connector pins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.